Manufacturer narrative:
A ge representative has not yet evaluated the system. System operates as intended. (B) (4).

Event description:
The customer reported the system will not allow customer to select single or digital spot shots. No patient injury was reported.